Event description:
Information was received from a patient on (B)(6) 2021. Pt reported they fell the day prior and was experiencing a little bit of tingling near the "bottom"/s3 area. Pt clarified the tingling was where the leads were, not the ins. Pt stated they had "5 leads" that were running from s3 to the top of neck. Pt stated it was not hurting but when they would lay down a certain way, they would feel tingling so they were concerned about the stimulator. The pt did not have a managing hcp after moving. The patient was sent physician listings and redirected to see a doctor. On 2025-feb-24 additional information was received from the patient. They reported historical information stating their implant moved a little lower because they had fallen about three christmases ago. They sated the implant stuck out of their body 6 months after the fall; it was a big lump and kept getting caught. No symptoms reported. No additional information was provided.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.